Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matneu scr ã¸1.5 self-drill l4 tan 1u I/c has the tip broken, the broken surface was examined and there was no evidence of a material issue. Fragment was not received for evaluation. A dimensional inspection for the matneu scr ã¸1.5 self-drill l4 tan 1u I/c was not performed due to post manufacturing damage. The confirmed broken screws may have been caused by exposure to unintended forces during the surgery, potentially indicating improper handling or excessive force applied during the screw insertion process. Further investigation into the surgical technique and environmental factors during the procedure is recommended to rule out external influences. The overall complaint was confirmed as the observed condition of the matneu scr ã¸1.5 self-drill l4 tan 1u I/c would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.503.104.01s lot number:8979p02 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 11-jan-2024 manufacturing site: jabil bettlach expiry date: 01-jan-2034 corrected data: d4- UDI device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, on (B)(6) 2024, while inserting the screw, it was noted that the screw's threads peeled. The screw was removed from the patient and changed to another three to continue the surgery and the same problem happened again. Then another screw was used which also broke. All the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. This report is for one (1) ti matrixneuro screw self-drilling 4mm this is report 1 of 5 for complaint(B)(4).